Event description:
Physician advanced balloon catheter into sub-totaled sfa and utilized balloon catheter for multiple wire exchanges while attempting to cross occlusive disease. Upon attempting to remove balloon, great force was exerted to withdraw catheter into delivery guide catheter. Balloon was removed without a portion of the scoring element in place. Balloon was inflated on back sterile table and ruptured. Proximal tube component was removed from catheter and examined. At this time, pt was not in any distress. Pta of proximal external iliac artery was performed successfully and catheter and equipment was removed without further incident.

Manufacturer narrative:
Eval summary: upon removal of the device from the pt, there was manual manipulation of the device by the user resulting in the device being returned in three separate pieces (without the scoring element and distal tip). There is evidence of stretching on the catheter shaft, transition tubing and inner member. Retained device components is a potential adverse effect of percutaneous transluminal angioplasty procedures and is listed in the angiosculpt device IFU. Attempts to obtain additional info from the hospital were unsuccessful.